Event description:
The facility reported that a resident was being transferred from his chair when the hanger bar fell off. The resident sustained minor bruising on his neck. The resident could not comment on his pain because of dementia. (B) (4).